Manufacturer narrative:
(B)(4).

Event description:
A pump stall occurred. The patient experienced excessive pain. The patient wanted the pump replaced. The device system was used to deliver morphine for the treatment of pain. Additional information has been requested. A follow-up report will be sent if additional information becomes available.